Event description:
It was reported that an ilet insulin pump¿s touchscreen was cracked and the user could not unlock or operate the device, with the user unaware of how the damage occurred. Symptoms included no reported changes in blood glucose. Outcomes included the device no longer being watertight and a loss of device function that required replacement. Investigation included customer interview and review of device function based on user report and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen that rendered the user interface inoperable and compromised the enclosure¿s integrity, consistent with a cracked display component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the touchscreen leading to loss of function.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.